Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus(B)(4) for evaluation. Oekg confirmed the reported malfunction of the subject device and the evaluation found following failures. - the bending section of the scope was broken at connecting tube edge. - the cable support on the bending tube was detached. It has not unknown whether or not the above failures contributed to the reported malfunction. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus was informed that during an unspecified procedure, image of the subject device became black. The user facility replaced the subject device with another device. There was no patient injury reported.